Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir. Customer's blood glucose level was 162 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer advised they had large air bubbles and they were larger than champagne bubbles. Customer was advised that a replacement reservoir will be sent out and they agreed to return the reservoir for further analysis.